Event description:
It was reported that the threaded stud on the handpiece was found to be loose prior to the start of a case. The handpiece was swapped with another handpiece and the case was completed with no patient consequence.

Manufacturer narrative:
Torn isolator. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.